Manufacturer narrative:
Device analysis: visual analysis of the returned device noted "1 empty syringe of 1.0ml received without cap nor needle. A crack is observed at the 3mm luer lock level."

Event description:
Company representative reported that prior to injection with one syringe of juvéderm voluma® xc "cracked" during the priming of the syringe. No patient contact or injury occurred.

Manufacturer narrative:
Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. Device labeling: precautions: ¿ juvéderm voluma® xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: ¿if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. ¿juvéderm voluma® xc injectable gel is supplied in individual treatment syringes with needles as indicated on the carton. Juvéderm voluma® xc can be injected with either a 27g ½" or a 25g 1" needle. The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is open or damaged.

Event description:
Company representative reported that prior to injection with one syringe of juvéderm voluma® xc "cracked" during the priming of the syringe. No patient contact or injury occurred.